Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed a33 during the basic occlusion test due to protruded loose drive support disk and a47 alarm in the history file due to corrupted history file. The insulin pump has minor scratched display window and cracked reservoir tube lip.

Event description:
Customer called to report that the insulin pump alarmed compromised forced sensor system while attempting to rewind the pump and reinsert new cartridge. Customer also reported that the insulin pump alarmed displayable history crc check failed on startup. Customer stated that insulin is squirting out of the insulin pump. Customer reported that the force sensor does not detect the reservoir. Customer's blood glucose reading was 246 mg/dl. Customer called to report that the drive support cap is loose and sticking out of the insulin pump. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.